Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Follow up was conducted and it was further reported there were no concerns with the rv lead.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. It was further reported that the patient had their arm cut off and required surgery. On the date of surgery, a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). Rv oversensing was observed on the day of surgery and on all stored egms prior to that date. A remote monitoring transmission indicated the patient received inappropriate shocks due to the oversensing. The implantable cardioverter defibrillator (ICD) and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: dvfb1d4; serial#: (B)(6); implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.